Event description:
It was reported that customer experienced unresponsive touchscreen. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, no troubleshooting was completed, and no additional information was obtained regarding actions taken or final outcome of event.